Event description:
Acute inflammatory response (unspecified) [inflammation]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a male pt, initials (B)(6). The pt's medical history was not provided. In (B)(6) 2012, the pt initiated synvisc one (hylan g-f 20) injection of 6 ml once. The lot number of synvisc one was not provided. On (B)(6) 2012, the pt had an acute inflammatory response. The pt had 30 - 40 cc of fluid aspirated. The fluid was sent out for gram stain and cell count which was negative. The pt was treated with cortisone. Synvisc one dose was unchanged. The pt recovered from the events of acute inflammatory response and knee effusion. Concomitant medications were not provided. The intensity for the events of acute inflammatory response and knee effusion were assessed as unknown. The relationships between synvisc one and the events of acute inflammatory response and knee effusion were not provided by the reporter.

Manufacturer narrative:
The qc (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.